Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation could not confirm the reported event. A visual inspection of the device found no scrapes, dents or other damage that shows metal or pieces of the device fell off the unit. The exact cause of the reported complaint could not be conclusively determined. Cross reference:2951238-2015-00399, 2951238-2015-00400.

Event description:
Olympus was informed that during a diagnostic total laparoscopic hysterectomy procedure, metal flakes from several different components on the device were falling off into the patient's bladder. The surgeon used a grasper and successfully retrieved all the device fragments. The intended procedure was completed with the same device. There was no patient injury reported. The patient was discharged home with no complications. Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that the device was inspected and tested prior to the procedure with no anomalies found. This is one of three reports.